Event description:
The manufacturer received information alleging a ventilator was not providing flow and the internal battery was not charging. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and internal battery were replaced to address the issues.